Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported) due to reports of poor performance with device use. The implanted device remains.